Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no unexpected numbers scrolling during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked and stained end cap sticker.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer removed the battery twice and issue was not fixed. The screen is now stuck in the home screen and customer received a button error alarm. Blood glucose value is 7 mmol/l. Nothing further reported.